Event description:
After md inserted sheath into right femoral artery, hub from the introducer separated leaving the introducer inside the sheath. Md able to insert guidewire back thru introducer and pull the entire sheath with introducer out of the body. New sheath prepped and inserted into right femoral artery without any difficulty. Proceeded with cardiac catheterization.